Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement. The patient was brought into the office and the impedance measurement was higher but not out of range. It was noted that the right ventricular (rv) lead threshold measurement had also been high since shortly after implant. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options. No further evaluation was performed and the rv lead was reprogrammed to maximum pacing output due to the high threshold measurements. At this time the physician has opted to continue to monitor the patient thus no intervention has occurred or has been planned. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.